Manufacturer narrative:
(B)(4). Conclusion codes: device not returned; operational context caused or contributed to event. Device evaluated by MFR: the device was not received for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained using ipsilateral antegrade approach. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.0mm x 220mm x 150cm sterling¿ balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a 5mm non-bsc balloon catheter. No patient complications nor injuries were reported.